Event description:
It was reported to philips that the device's host computer started up abnormally, which prevented multiple functions. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) connected with the customer and analyzed the log file. Analysis of the log file confirmed host pc issues. The field service engineer (fse) went onsite and confirmed the host pc exhibited unusual booting behavior. During the troubleshooting process, a "please wait" message appeared, and the system continued to restart. The field service engineer (fse) determined that the root cause of the problem was a failure in the baseboard management controller (bmc) of the host pc. The philips engineer replaced the host pc and returned philips for further analysis. The analysis confirmed failure of host pc was due to bmc chip and identified that the post show bmc fail and bios ipmi lan setting unable to configure. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.